Manufacturer narrative:
A ge service representative performed an on site investigation. The monitors were replaced and the system interface board connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the right monitor on the 9800 system was dark and the left monitor had an image burn in. No patient injury was reported.